Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that they have not heard anything further from this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient lays on her back, she usually notices/feels the stimulation from the implantable neurostimulator (ins) but on the day of the report, she could not feel it when she laid on her back. The patient then tried to turn on the controller, but it was not able to turn on; the green light above the screen turned on, but the controller would still not turn on and there was a blank screen. The patient removed and reinserted the controller battery; it turned on and it showed that the controller battery was low, but the patient did not have the ac power supply with her to charge it at the time of the call. The patient would call back if needed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulatorfor spinal pain. It was reported that when the patient charged the implantable neurostimulator (ins) with the controller, the battery for the controller depleted ¿so fast¿ from 100% charged to 50%. It was noted that she might not be able to get to 50% charged for the ins before she has to charge the controller again. The patient also reported that both the ins and the controller were never completely charged since implant. It was suggested that the patient should turn off the ins while charging and adjust the speed to potentially help with recharging the ins before the controller battery depletes. Additional information was received from healthcare professional (hcp) of a clinical study. It was reported that the hcp called manufacturer representative to have them work with patient with their spinal cord stimulation charging problems. It was indicated that there was not loss of stimulation per patient call but there was loss of battery power more and faster than in the past causing charging issues. The cause of the issue was unknown and possibly related to device or therapy and unlikely related to implant procedure. It was also reported from the manufacturer representative that they were working with patient. Patient said their controller and ins were not holding charge as well as they used to. In the past, patient has been able to charge their controller to 100% and charge their ins for 30-45 minutes and the controller will still have 80-90% charge level at the end of the charge session. Patient said that now, the controller would only have 50% charge or so charge left in it at the end of the charge session. Patient also said that their ins was depleting more rapidly, even though they were using the same setting they had been since implant, which is 3.2 ma. Patient was not making changes to their settings and patient had not had any reprogramming done since implant. Patient was not using adaptive stimulation. Patient continued to get good pain relief with their spinal cord stimulation therapy. It was reported that the manufacturer representative was going to see the patient for a check in the future. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the event resolved without sequelae on (B)(6) 2018. The etiology included that the recharge process was patient related with subject usability issues. It was provided that the patient had cognitive difficulties with charging. There were no further complications reported as a result of this event.